Manufacturer narrative:
Concomitant medical products: product ID 37651, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they talked to their healthcare provider (hcp) regarding the device being off and reading a different number/having an error, and that the issue occurred midday of an unknown date. It was stated that the issue was related to the implantable neurostimulator recharger (insr) antenna, and that it was not charging the implantable neurostimulator (ins) as much, so the hcp ordered a new one. The patient clarified that the wires on the device seem to have a freak look like dry rot, and that the replacement seems to work fine. It was further noted that the patient was pleased with the assistance given by their healthcare provider (hcp) and the company, with the issue occurring around (B)(6) 2016.

Event description:
The patient reported that they think the battery inside is off. It was also stated that "it" is reading different "number" and having error. There were no patient symptoms alleged. Indication for implant is parkinson's dual and movement disorders.

Event description:
Additional information was received. The patient's daughter stated her reason for calling is to order a shoulder harness for the patient so it will make it easier for him to charge the implantable neurostimulator (ins). It was explained that it's been difficult for the patient to charge his ins because "he moves around a lot because he has parkinson's." Caller added that the patient's ins charging difficulties have resulted in the ins battery getting very low and turning off multiple times over the years, which created serious issues caller stated that the patient has been using adhesive discs to help keep the recharger antenna in position over the ins, but she saw a video of the shoulder harness online and would like the patient to try it. Caller stated that the patient has a hard time seeing the color black because it blends in with his floor. Caller suggested making the recharging equipment in bright colors.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.